Event description:
The customer reported that when the fluoro techniques are maxed out, there is no image on the display.

Manufacturer narrative:
The ge service rep replaced the video camera then aligned and calibrated the camera. The system operates as intended.